Event description:
It was reported that the vns patient was scheduled to undergo exploratory surgery due to a suspected infection. The patient underwent surgery on (B)(6) 2014 and cultures were negative at the generator site. A pustule was observed near the lead incision but determined to be unrelated to the lead or the lead incision site. There was no relationship between what was observed during surgery and vns. The patient underwent prophylactic generator replacement during the procedure. The explanted device has not been returned to date.

Manufacturer narrative:
.

Event description:
It was reported that the patient was scheduled for explant due to an infection and the lead being exposed. No known surgical intervention have been performed to date.

Event description:
Further follow-up revealed that the device was explanted on (B)(6) 2014. It was reported that the infection was not related to vns. It was reported that the patient fell and hit the surgical site which caused or contributed to the infection. The infection began at the generator site and then poor healing was noted over the medial portion of the neck incision. Cultures were negative, but the device was exposed. It was reported that the patient was evaluated by wound care, but explant ultimately occurred. It was reported that the extrusion was possibly a result of rejection of the device and that the patient possibly picked at the site. It was reported that the patient frequently hits himself in the chin and that trauma is considered likely.